Manufacturer narrative:
Batch review performed on 12 october 2020: lot 133466: (B)(4) items manufactured and released on 25-sep-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 6 years and 11 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.